Event description:
It was reported that the asymptomatic patient presented to the or for device change out due to normal eri. Externalized conductors were observed via diagnostic imaging. Electrical function of the lead initially tested normal and a new ICD implanted. When dfts were performed, the newly implanted device was damaged. The lead was capped and replaced.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 11.7-11.8cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location. Externalized conductors due to external insulation abrasion were noted at 7.8-10.8cm from the ring electrode proximal end, consistent with lead friction to another device or heart feature. The etfe coating was abraded at this location.

Manufacturer narrative:
No medwatch form was received.